Event description:
On 01/28/2022, it was reported by a sales representative via phone that (2) ar-3638 fibertaks pulled out. This occurred on (B)(6) 2022 during a shoulder arthroscopy labral repair when the first anchor was inserted and they went to shuttle the suture the anchor pulled out, a second anchor was attempted of the same lot number and the same thing occurred. A third anchor was used and placed successfully. The bone quality of the patient seemed good. A ar-3638dc curved drill guide was used to prepare the bone socket. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.